Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 263 mg/dl. Reportedly, a pump reset was performed. Although requested, a response was not received from the customer.